Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report #3005099803-2011-04113 addresses the first extractor balloon, manufacturer report #3005099803-2011-04114 addresses the second extractor balloon, manufacturer report #3005099803-2011-04115 addresses the third extractor balloon, while manufacturer report #3005099803-2011-04116 addresses the fourth extractor balloon. It was reported to boston scientific corporation on (B)(6) 2011 that three extractor rx balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed (B)(6) 2011 and one extractor rx balloon used during an ercp in the cbd on (B)(6) 2011. According to the complaint, during the procedure, the patient was being treated for "one large, hard" stone within the cbd. The stone was estimated to be 2cm in size. It was reported that there were no abnormal anatomical features noted. During the ercp procedure the balloon was positioned within the patient, and inflated. The balloon was not able to be seen under fluoroscopy and was assumed to have burst and was discarded without inspection. This happened another two times with two other extractor balloons. The procedure was aborted and the decision was made to complete the procedure on (B)(6) 2011. On (B)(6) 2011, another attempt was made to retrieve the stone with an extractor balloon; however, the balloon became un-seeable on fluoroscopy and assumed to have burst like the other three balloons. Upon inspection of the device it was noticed that the distal tip of the balloon had broken off. Using spyglass, it was noticed that the four balloon tips were located above the stone. Lithotripsy was then performed to break apart the stone and an extractor pro balloon was used to remove the stone fragments as well as all four balloon tips. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report #3005099803-2011-04113 addresses the first extractor balloon, manufacturer report #3005099803-2011-04114 addresses the second extractor balloon, manufacturer report #3005099803-2011-04115 addresses the third extractor balloon, while manufacturer report #3005099803-2011-04116 addresses the fourth extractor balloon. It was reported to boston scientific corporation on (B)(6), 2011 that three extractor rx balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed (B)(6), 2011 and one extractor rx balloon used during an ercp in the cbd on (B)(6), 2011. According to the complaint, during the procedure, the patient was being treated for "one large, hard" stone within the cbd. The stone was estimated to be 2cm in size. It was reported that there were no abnormal anatomical features noted. During the ercp procedure the balloon was positioned within the patient, and inflated. The balloon was not able to be seen under fluoroscopy and was assumed to have burst and was discarded without inspection. This happened another two times with two other extractor balloons. The procedure was aborted and the decision was made to complete the procedure on (B)(6), 2011. On (B)(6), 2011 another attempt was made to retrieve the stone with an extractor balloon; however the balloon became un-seeable on fluoroscopy and assumed to have burst like the other three balloons. Upon inspection of the device it was noticed that the distal tip of the balloon had broken off. Using spyglass, it was noticed that the four balloon tips were located above the stone. Lithotripsy was then performed to break apart the stone and an extractor pro balloon was used to remove the stone fragments as well as all four balloon tips. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. (B)(4): balloon distal tip detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results - visual examination of the catheter portion of the return device found that the distal tip broke below the ro marker. The c-channel was found to be torn towards the balloon part and damaged, having jagged edges, which is consistent with an excessive force being applied during catheter removal. A stretch mark was visible at the point where catheter broke which is consistent with an excessive force being applied during catheter removal. The investigation results are consistent with the event description. The reported defect distal tip detached was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon, as the stone within the cbd was estimated to be 2cm in size. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.